Manufacturer narrative:
D.3.mfg name and address corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 511b (unknown serial/lot); product type: 0189-disposables; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that blood could not pass through the blood pump system; the first extracorporeal membrane oxygenation (ECMO) set failed to allow flow,and the second replacement set presented the same issue with no blood flow through the circuit. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the second oxygenator was replaced and the same situation happened again with the third oxygenator. Medtronic received additional information that the third oxygenator was not a medtronic device. It also experienced a flow issue. As two affinity nt oxygenators failed, they did not want to risk using another medtronic device. Additional information e. Initial reporter first name. Last name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.